Event description:
It was reported that a user experienced low blood glucose while using the ilet during the initial adjustment period, with the lowest reported value of 57 mg/dl and approximately 40 minutes under 70 mg/dl; low and urgent low alerts were received, and the user self-treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.